Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "march 19, 2025. During cvc placement, it was observed that the guidewire bent, losing its original shape upon insertion, making it difficult to insert the syringe pivot. It was observed to break, impeding the advancement of the cvc insert and causing multiple punctures." The patient's current condition is reported as "unknown".

Event description:
It was reported "(B)(6) 2025. During cvc placement, it was observed that the guidewire bent, losing its original shape upon insertion, making it difficult to insert the syringe pivot. It was observed to break, impeding the advancement of the cvc insert and causing multiple punctures." The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint was not able to be confirmed by the photos as the guidewire was not observed in the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.